Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 3,000 ohms. It was noted this started post left ventricular assist device being implanted. Noise was observed in past atrial tachy (tachycardia) response (atr) events. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).